Manufacturer narrative:
Customer has not yet returned the device to the MFR for device eval. When and if the device becomes available and is returned and evaluated the MFR will file a follow up report detailing the results of the eval. This info was entered into the mfrs complaint database for tracking and reporting purposes.

Event description:
A report was received stating that a patient, a male weighing approx 500 pounds, was admitted to the hospital for respiratory distress. The patient was then intubated with the listed device on (B)(6) 2014. Following intubation, the patient continued to experience respiratory distress. The facility reported that the patient's doctor suspected that the tube was deflating at the cuff and therefore replaced the tube on either the (B)(6). Following replacement of the tube, the patient went into cardiac arrest and expired. No further info has been provided.